Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00215: plate. 3025141-2016-00216: screw 1. 3025141-2016-00217: screw 2. 3025141-2016-00219: screw 4. 3025141-2016-00220: screw 5. 3025141-2016-00221: screw 6. 3025141-2016-00222: screw 7. 3025141-2016-00223: screw 8. 3025141-2016-00224: screw 9. 3025141-2016-00225: screw 10.

Event description:
While implanting an olecranon plate, it was determined that there was not an ideal size of plate to use. A 5 hole olecranon plate was used. The result was that the proximal fragment pulled out and tore through the screws postop. The plate was explanted and replaced with a different size plate.